Manufacturer narrative:
A ge service rep performed an onsite investigation. No conclusion can be drawn as repair info is unavailable at this time.

Event description:
The customer reported a loss of the live image. There is no report of pt injury.